Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the current estimate showing 5 units, whereas the expected was 240 units. There was no adverse impact to the customer's blood glucose level. Caller completed the necessary troubleshooting steps and was able to reload the cartridge with assistance from technical support. Caller decided to monitor the situation and follow up if necessary, declining to perform a suggested bolus test.